Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the stored electrograms revealed oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. However no intervention was performed since the oversensing episodes were noted only for one day. The patient will continue to be monitored.